Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had noise. The connection to the device header was indicated to be okay and noise was not able to be reproduced with manipulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The analyst noted that the setscrew marks are on the center of the is-1 pin and the df-1 pin. If information is provided in the future, a supplemental report will be issued.